Event description:
On (B)(6) 2010, patient reported seeing air bubbles today. Patient stated a new insulin cartridge was filled and inserted on (B)(6) 2010 with no visible bubbles at the time of the filling. Patient reported he was going to remove and hand tighten the luer lock and infusion tubing back onto the insulin cartridge. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for evaluation.